Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the stent-grafts were explanted due to an infection in the aneurysm sac.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. (B)(4).